Event description:
It was reported that during the implant attempt, the guidewire was introduced into the lead, and became stuck. After many unsuccessful attempts to withdraw the guidewire, the lead was removed. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was stretched, and the stylet was stuck in the lead in the distal coil. The distal conductor was distorted and the inner insulation was kinked buckled. Blood was found in/on the helix/lobe mechanism, and the lead was found to be damaged at implant.